Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated instrument was analyzed and found to have a broken main tube.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that at the end of a da vinci-assisted surgical procedure, the operating room (or) staff could not remove a tip-up fenestrated grasper instrument since the instrument's wrist was "folded." As a result, the customer had to pull out the instrument and cannula together. The customer also indicated that a cable was broken and a fragment had fallen inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically. Later, the customer cut the instrument's cables in order to remove the instrument through the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip-up fenestrated grasper instrument for failure analysis evaluation. A review of images provided by the customer was performed. One image shows an instrument with a main tube that is broken, resulting in the proximal clevis being dislodged and the pitch cable is broken. Another photo shows the entire distal end separated from the rest of the instrument which aligns with the statement that the instrument cables were cut to remove the cannula.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2025, the following additional information was obtained: the tip-up fenestrated grasper instrument was inspected prior to use, with no damage observed. It was later discovered that instrument collision caused the damage. The issue was not realized until after surgery, and the instrument was removed with the cannula due to a broken shaft. There was no damage to the cannula, and no fragments fell during the procedure, confirming no need for additional surgery or post-operative tests. The procedure was completed robotically, with no patient injury or post-surgical complications reported. The instrument is available for return to isi for evaluation, but no photographic images or patient demographics can be shared.